Event description:
I had a total knee replacement on left knee (B)(6) 2021 and another one on right knee total replacement on (B)(6) of this year I've been in pt ever since. I'm still having a lot of pain, swelling, having difficulty waking, sitting, for a long time having problems going up and down stairs, can't do normal housework still, can not do normal activities. I have problems going up and down hills after walking 10 to 15 minutes I have swelling and a lot of pain standing up to 1 hour same thing on a daily basis. It's hard to get on my knees to look underneath my bed its hard to get down on the floor and get back up. I have stiffness every day it's hard to put socks and shoes on. I have to get help when taking a tub bath or shower my back starting to hurt every day. I've been walking with a limp seems like my right leg is short than the left pt acknowledge it. I don't know what to do about my situation I do what is required of me with pt and doctors but nothing has changed it's not getting any better on left knee. I had to get manipulation surgery afterwards knee replacement. FDA safety report ID (B)(4).